Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08695 inches. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1308 mg/dl. The customer experienced symptoms such diabetic ketoacidosis. The customer was treated with insulin pump. The insulin pump will be returned for analysis.